Event description:
It was reported that the atrial lead exhibited high impedances, oversensing, and an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and was analyzed. The distal conductor was fractured, and blood/body fluid was found on the proximal conductor (not obstructed). The outer insulation exhibited a cosmetic and breached depression, and blood was found in/on the helix/lobe mechanism.